Manufacturer narrative:
In response to FDA report number: mw5038993. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphoma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, in the periprosthetic pocket, "recurrent right pericapsular fluid" with "constant dull pain and swelling, malignant neoplasm" on the right side. Health professional additionally reported that right capsule had "a layer of thin yellow-tan soft tissue is attached to half of the implant" and "extensive necrosis." Partial markers (cd30 results are positive) provided.

Event description:
Health professional reported lymphoma-alcl "in the periprosthetic pocket above" the patient's right side device. Fluid was drained and tested. Cd30 results are positive. Alk results not provided. Health professional additionally reported, "recurrent right pericapsular fluid" with "constant dull pain and swelling", malignant neoplasm on the right side, and right capsule had "a layer of thin yellow-tan soft tissue is attached to half of the implant", and "extensive necrosis." Device has been removed.